Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd angiocath¿ plus IV catheter experienced catheter tip damage/deformation. The following information was provided by the initial reporter: needle tip damage.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/9/2020. H.6. Investigation: two samples without packaging were received by our quality team for evaluation. From the samples, needle pierced through catheter was observed on both samples. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. From the quality team's investigation, the root cause could not be established as the samples were returned in open packaging. CAPA # 59084 was initiated.

Event description:
It was reported that the bd angiocath¿ plus IV catheter experienced catheter tip damage/deformation. The following information was provided by the initial reporter: needle tip damage.